Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they still had numbness in legs constantly and indicated they had some pain above l5 that stimulator was not working for that pain. The patient indicated theyturned stimulation on so high they could hardly walk. The patient indicated that since the therapy was not working for the remaining pain they wanted ins removed. The ins was removed on (B)(6)2018. The patient would rather feel pain as they go through therapy. No further complication reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was synced with their patient programmer and it showed that the stimulation was off. It was stated that the patient¿s ins was working well until they had a disc replacement surgery and then they had ¿two nerves they could not do anything with and if they tried they could make them worse¿. They stated that their ¿legs stayed numb and that it would do more harm than good if they tried to work on the nerves more¿. Due to the pain they had from their nerves and how numb they were, it was stated that they ¿think it could take six months to a year for their back to heal¿. The patient stated that the ins helped a lot until they had their disc replacement surgery on (B)(6) 2017. The patient stated that they had stopped using their ins until two weeks ago, because it stopped helping their pain and they think it stopped helping two or three months after their disc surgery. The patient also stated that they wanted to get the stimulator taken out because of the restrictions on bending, twisting and stretching as they wanted to exercise more. It was reported that the purpose of the patient¿s call was to ask if they should ¿turn it on periodically and charge it here and there?¿ it was reviewed that the patient did not need to turn the stimulation on, but that they should keep the ins battery charged in case they were able to use stimulation in the future. The patient was redirected to follow-up with their healthcare provider (hcp) to address their issues. It was reported that the patient¿s loss of therapy occurred in 2017. No further complications were reported/anticipated.